Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: while making the distal femur cut, the locking mechanism on the mics handle detached. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review device history records indicate 25 devices were manufactured under lot k079x and 23 devices were accepted into final stock on 05/06/2016. A review of qt-16-05-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k079x shows no additional complaints related to the failure in this investigation. Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation

Event description:
While making the distal femur cut, the locking mechanism on the mics handle detached. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making the distal femur cut, the locking mechanism on the mics handle detached. Case type: tka.